Event description:
It was reported that the patient's leads have high impedances. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates surgical intervention was undertaken on (B)(6) 2025 wherein the leads were explanted and replaced.

Manufacturer narrative:
Correction d4- serial number should have been (B)(6) instead of (B)(6). Primary unique device identification (UDI) number should have been (B)(4) instead of (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.